Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed upon insertion due to instability in ada site 29. Clinician reports the mental foramen was under the implant. A bone graft was performed. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed upon insertion due to instability in ada site 29. Clinician reports the mental foramen was under the implant. A bone graft was performed. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).